Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer reported receiving recurring motor error alarms mostly occurring during basal. Customer did not recall any significant events leading up to the most recent error alarm. Blood glucose level was 66 mg/dl at the time of the call. Customer reported treating with orange juice. Customer declined troubleshooting. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.